Manufacturer narrative:
The pump was received with blank display due to corrosion on lcd board. The idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify missing segments, black screen, display anomaly, were unable to be conducted due to blank display. The pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with blank display on their insulin pump. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted, and the customer was advised the pump would have to be replaced and returned for analysis.